Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 18, 2007 the patient's mother (reporter) contacted lifescan lay user/patient alleging segments missing on the patient's one touch ultra meter. According to the patient's mother, the display issue first began in 2007. The patient's mother claimed that she had to take her son to the doctor's office after school sometime in 2007, because the meter "would not work." The patient reportedly had symptoms of feeling dizzy and irritable during the issue. No blood glucose results were reported at the doctor's office; however, the patient was treated with 2 units of novolog and 3 units of novolin. The patient's mother indicated that the patient tested on a backup meter but does not remember the result and the time of testing was not reported. It would be helpful to know how often the patient tests on his meter and how long the patient was unable to test on his meter prior the doctor's visit. It would also be helpful to know what events led to the patient's symptoms, such as his activity levels, medications, meals, and meter readings. This complaint is being reported, because the mother alleged the patient was unable to obtain a successful meter result while experiencing symptoms and later was treated with insulin at the doctor's office. The meter, test strips, and control solution were replaced.